Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The reporter contacted animas and alleged that the pump casing around the display was damaged with moisture. There was no allegation of an adverse event associated with this complaint. The user manual instructs the user to contact animas if damage is suspected. This complaint is not being reported because the alleged malfunction is not likely to cause an adverse event; this malfunction has no impact on insulin delivery or pump function.

Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. The device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: during investigation, the display lens was cracked. The pump was opened to find moisture damage on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. A leak was found at the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.